Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 d4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided pictures identified the flex drill shaft with a drill bit attached. The flex drill shaft can be seen fractured at the top of the shaft with the internal spring exposed and sheath torn. No product was returned, further visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided image the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: costa rica. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the drill driver was fractured. There was no harm or health consequences to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.